Event description:
The recipient is reportedly experiencing sound quality issues with and without device use. The recipient ceased device use two years prior. The recipient was recommended to seek programming adjustments, however, did not comply. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly elected to not undergo revision surgery. The recipient remains implanted. This is the final report.